Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the internal middle stomach during a varicose vein ligation for hemostasis procedure performed on (B)(6) 2023. During the procedure, the handle was rotated properly; however, the bands could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the internal middle stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of bands unable to deploy.